Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The dreamstation auto bipap device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, foam particles and corrosion was found within the device. In addition, connector oxide was identified. The device was scrapped following the evaluation.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
All mandatory box is filled for this ra , foam is present, please ignore previous follow up.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The dreamstation auto bipap device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, foam particles and corrosion was found within the device. In addition, connector oxide was identified. The device was scrapped following the evaluation.